Manufacturer narrative:
The customer returned one used 24ga catheter/adapter assembly and an extension set. The catheter adapter assembly was in two portions. Visual and microscopic examination were performed. DHR was performed with no related rejected activities during review. Complaint history neck there were no other complaints for similar condition for lot# 2297755. No physical evidence to confirm or to support manufacturing process related issues for the defect. The defect described in the incident report could not be replicated with the simulation test performed with lab supplied samples. Clean edges with little strings/flashing may indicate the ample was cut with a sharp instrument, such as scissors.

Event description:
The reporter stated that the pt noticed a leak after an infusion that started immediately. The nurse found that the catheter was broken off and start of the catheter remained in the pt's body. The remainder of the catheter was removed by surgical intervention which was successful. The pt did not need additional hospitalization due to the event. The pt was doing fine.